Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) have report an instruments failure to me today which happened here on (B)(6). Mr (B)(6) impacted a corail stem in with the fixed impactor (B)(4). When he removed the impactor he discovered the centre threaded part had snapped below the threads. There was no harm to the patient, the stem had impacted well and the remaining piece was removed from the stem with a pair of pliers. I suspect this is just related to the age of the instruments as this hospital have had their corail sets for some years. Surgeon. Mr (B)(6). Theatre contact. Sr.(B)(6). Date of incident. (B)(6) 2017 reported to me (B)(6) 2017 I have asked their sterilisation unit process and pack this for me and include a decon certificate. I will return it to you when it's ready.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.